Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26sep2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. A recommendation was made that the customer replace the power supply. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 06dec2018. The customer repaired the device and replaced the power management (pm) printed circuit board assembly (pcba). The pm pcba was received for failure investigation. Visual inspection revealed no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. The pm pcba was installed to a test ventilator. The test ventilator was tested and the reported condition was verified. The test ventilator would not power on while connected to alternating current (ac) power. The issue was isolated to the failure of component u11 in 3. 3 v power supply circuitry.